Manufacturer narrative:
Visual examination of the device does not indicate any sharp edges or burrs which may lead to the tubes being torn during band application. The complaint may be related to the condition to the condition of the patient's anatomy. Gyrusacmi cannot confirm the customer's complaint of the device cutting the patient's fallopian tubes. Please refer to the IFU, warning # 6 regarding patient's condition on which the bands should not be applied.

Event description:
During a surgical procedure while using the disposable falope-ring band application - two from the same lot were used and they both cut the fallopian tubes in the same manner. (See other medwatch #2183680-2011-00023) to complete the procedure the surgeon used a bipolar device to burn the tubes w/o incident. No longer stay for the patient.